Event description:
A malfunction alarm was reported by the customer, indicating malf 12, with fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and pump reset information was provided.